Manufacturer narrative:
Sections with additional information as of 07-aug-2020: h10: meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation.

Manufacturer narrative:
Internal report reference number: (B)(4). Products were returned and pending qc evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 01-jul-2020 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all tests results obtained. The expected fasting blood glucose test result range is 150mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the readings. The product is stored according to specification in the bedroom. During the call, a blood test was performed by the customer and produced test results of 333mg/dl non-fasting using true metrix meter. The test strip lot manufacturer¿s expiration date is 09/30/2021 and open vial date is one week ago. The meter memory was reviewed for previous test result history. (B)(6).